Event description:
The report received from the field indicated that approximately nineteen (19) months after implantation of an unknown cypher stent during the index procedure, the patient was admitted to the hospital. Thrombus was reportedly found involving the previously implanted cypher stent. The target lesion as the proximal circumflex. No information was given regarding treatment of the very late thrombosis. Approximately twenty-eight (28) months after the index procedure, the patient was admitted to the hospital with chest pain. The patient's artery was reported to be open and blood flow brisk, but there is a concern for a possible dissection behind the stent on vessel wall (during the time of implant) that may have caused remodelling of the vessel. Additional information has been requested but is not available at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. A patient of unknown age, gender and medical history is reported to have experienced a thrombotic event seventeen and half months post cypher stent implantation and a reported dissection twenty-eight months after implant. The reason for the patient's initial admission to hospital was not reported; but an angiogram revealed a coronary lesion. The location of this lesion and it's vessel and/or lesion characteristics were reported by the account. According to the independent film reviewer, the films demonstrated diffuse coronary disease with a lesion located in the proximal circumflex and its described as focal, tortuous, of small caliber and not heavily calcified. The safety and effectively of the cypher stent has not been established in these types of vessels and/or lesions. The pre or intra procedural administration of asa, plavix, heparin or gpiiibiiia and the performance or recording of act's was not reported. According to the independent film reviewer, the lesion does not appear to have been pre-dilated prior to the placement of a cypher stent of unknown size at an unknown maximum inflation pressure. The post procedural administration of asa or plavix was not reported. Seventeen and a half months after the index procedure, the patient is reported to have experienced a thrombotic event. According to the independent film reviewer, this event was actually a restenosis and was treated with pci. Attempts to obtain further information and clarification from the account have been unsuccessful. Twenty-eight months after the index procedure, the patient experienced chest pain. A repeat angiogram was reported to have revealed that the patient's "artery is open and blood flow brisk". The procedural physician also noted an area with a possible dissection behind the previously implanted cypher stent that may have caused remodeling of the vessel. According to the film reviewer, the films revealed evidence of diffuse aneurismal formation at the site of the previously placed stent without flow limitation. The product remains implanted in the patient and is thus not available for evaluation. In addition, a DHR review could not be performed since the lot number was not provided. Thrombosis and restenosis are known potential adverse events following stent implantation. In addition, restenosis is often associated with the progression of cardiovascular disease, based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and these events. Corrective action has been opened to address late and very late thrombotic events associated with cypher stents. Please note that this is the initial/final report for this product.